Event description:
Procedure: gastrectomy, patient sex: unk. According to the reporter: after 10-min use, tip of the instrument broke. The broken part was retrieved from the cavity with no tissue damage. The device had not been in contact with other instruments.